Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effects; however, the treatment appears to be related to circumstances of the procedure. Femoral angiogram results noted calcification was present at the access site. It should be noted that the starclose se instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. It is unknown if the reported IFU violation contributed to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was achieved using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure of the external iliac. Reportedly, resistance was lost with the vessel locator wings when the clip was deployed; however, hemostasis was initially achieved with the starclose se. One hour later, the patient complained of pain and had a drop down of blood pressure. The level of anesthesia changed. A cut down was performed and the clip was noted to have deployed in tissue above the vessel wall. The clip was removed during the surgery. Hemostasis was achieved via surgical suturing. Hospitalization was prolonged but the outcome for the patient was reported as fine. There no reported clinically significant delay in the procedure or therapy. No additional information was provided.